Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: 6 fr 11 cm flex. Turbohawk sxc thrombectomy. A 3.0 x 15 mm angiosculpt. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that during a procedure of the posterior tibial lesion, an asahi grandslam guide wire was inserted and a non-abbott thrombectomy device was used and removed from the anatomy. A 3.0 x 15 mm non-abbott balloon dilatation catheter (bdc) was attempted but failed to cross the lesion and was removed. A perforation of the left posterior tibial artery was noted, possibly caused by the grandslam guide wire. A 3.5 x 26 mm graftmaster was successfully deployed sealing the perforation. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The analysis was performed by asahi intecc. Co. Ltd. Investigation based on the provided information did not show that there was no contribution of the grand slam guidewire to the reported vessel perforation. Contribution of the thrombectomy device used was supposed to be possible; however, this could not be determined from the provided information. Warning section of instructions for use describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. And as possible complications and adverse events of guide wire use: damage to a vessel, including possible vessel perforation. Though the investigation of the subject grand slam guidewire could not be conducted, all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.